Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a peritoneal dialysis (pd) transfer set was cracked. This occurred after 15 days of patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection with the naked eye noted a crack in the main body. Clear passage functional testing was performed with no issues noted. Leak and clamp functional testing were performed broken occluder feet were identified. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.